Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the device was displaying a bias current error. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. The manufacturer diagnostic engineer evaluated the device and the failure for bias current error displayed on the console was not duplicated and no device problem was determined.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility that the device was displaying a bias current error. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.